Manufacturer narrative:
This product is in the possession of the insurance company and has not been examined.

Event description:
An attorney for an insurance company is alleging that a humidifier caught fire and damaged the insured's home.